Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the et tube kinked at the 19cm mark. The alleged incident occurred during intubation on a patient. Another tube was used and the patient was successfully intubated. No patient injury reported.